Manufacturer narrative:
Per the clinic, the patient experienced a migration of receiver/stimulator resulting in loss of benefit. The patient also experienced an extrusion of electrode lead into the external auditory canal. Additional information has been requested but has not been made available as of the date of this report. Device analysis report attached.

Event description:
Per the clinic, the patient experienced non-auditory stimulation and pain with device use. It was also reported that the patient experienced anterior migration. The device was explanted on (B)(6) 2024, and it is unknown if there are plans to reimplant the patient as of the date of this report.

Manufacturer narrative:
Per the clinic, the patient was treated with antibiotics (type, date and duration not reported).